Event description:
Patient admitted with diagnosis of wolf-hirshorn syndrome chromosomal deletion disorder, seizures, developmental delay, cardiac defects, recent septic shock and acute respiratory distress syndrome as well as recurrent fungemia. The patient was enrolled in an investigational protocol for the study of the sublingual sensor and capnoprobe. The sls-1 sublingual sensor was used for the protocol. Sputum cultures were obtained during the month with all cultures from the beginning through the middle of the month showing no growth of organisms. All subsequent cultures are reported to be positive for stenotrophomonas maltophilia and burkholderia cepacia complex. Patient has no clinical signs of infection; has demonstrated colonization only.